Event description:
During the pci procedure, the sds was being advance through the touhy borst, when the shaft of the catheter was noticed cracked. Apparently, the touhy borst was not open, causing the sds to buckle on itself and crack. The event occurred during insertion, and the sds was at the level of the iliac artery. Not at the vessel, as previously reported. The sds was removed, and another sds was inserted and deployed at the target site. There was no pt injury, and the product will be returned for analysis.

Manufacturer narrative:
The product is expected to be returned, evaluation and analysis; however, has not been received. Additional info will be submitted within 30 days of receipt.